Event description:
It was reported the system failed to produce an image attributed to a bv camera fail error message. There are no reports of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The b355 board, power supply, and the camera were replaced during the service call. The system was tested and found to be working as intended and put back into service.